Event description:
Rn was summoned to the room and noticed small puddle of blood on floor. Line inspected, connections intact. The injection port on primary line below pump found to be pushed into line allowing leak. Pt assessed, line replaced. No apparent damage to central line site.